Event description:
It was reported that pump experienced malfunction after customer spilled water on pump, and malfunction code was displayed and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump.